Manufacturer narrative:
Internal complaint reference: (B)(4). Initial reporter zipcode: (B)(6).

Event description:
It was reported that, during a meniscal repair procedure using a 'fast-fix flex', after implantation of t1 into the lateral to mid-body meniscus white-white zone, the t2 was seen slipped out while the surgeon was maneuvering around the meniscus. The t2 was removed from the patient and t1 was left secure in the meniscus. The procedure was completed with a non-significant delay using a 'fast-fix 360' back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using a 'fast-fix flex', after implantation of t1 into the lateral to mid-body meniscus white-white zone, the t2 was seen slipped out while the surgeon was maneuvering around the meniscus. The t2 was removed from the patient using arthroscopic scissors and t1 was left secure in the meniscus. The procedure was completed with a non-significant delay using a 'fast-fix 360' back-up device. No further complications were reported.